Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. The pump was inspected and error code 44510 was found on display. The device was able perform functional test and it passed. The stated problem was unable to be duplicated. However due to error code showed in the event log, service recommended that the microprocessor board to be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error 42221 and error 44510. There were no injuries or adverse events reported.